Manufacturer narrative:
A field service representative performed onsite troubleshooting which included: cleaned and checked wash zones 1 and 2, checked the trigger/ pre trigger tubing and manifold, cleaned the wash stations, cleaned the sample, reagent 1 and 2 probes. Service verified the system function with a control run. A review of the architect isr07748 service history was performed, and the review identified no additional erratic results pre or post the current complaint and found no concrete identifiable contributing factors on or around the date of the complaint issue. A product labeling review found the architect systems operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic results. The architect package inserts adequately address sample handling, performance characteristics, assay processing, and interpretation of results. A review of the architect product monitoring found no similar issues as described in this complaint; nor was a trend identified with the architect i2000sr erratic result rate. Taken together, no deficiency of the architect i2000sr was identified.

Manufacturer narrative:
Section a.1 patient identifier does not contain enough spaces. The entire ID is (B)(6) an evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process

Event description:
The account generated false reactive anti-hbs when processing on the architect i2000sr. ID 172038508103 generated reactive anti-hbs (11.66 miu/ml) that repeated nonreactive (8.85 miu/ml). No specific patient information was provided. No impact to patient management was reported.